Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and the cage broke. The plate and cage were removed and replaced with alternates to complete the case with no reported patient harm. This is report one of two for this event.

Manufacturer narrative:
Additional information in b4, d10, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed that the cage is fractured on the end where the plate is inserted. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove.

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and the cage broke. The plate and cage were removed and replaced with alternates to complete the case with no reported patient harm. This is report one of two for this event.